Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had no power and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the pump was unable to maintain an electrical connection with both returned battery cap and a test battery cap. The battery cap threads were damaged. A battery compartment crack was observed in the thread area with a portion of the thread area missing. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.